Event description:
It was reported that the right atrial (ra) lead had oversensing due to short interval counts (sic), noise, measured impedance of over 3000 ohms, unstable impedance and a possible fracture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6949, implantable tachy lead, implanted: (B)(6) 2007. (B)(4).